Event description:
Boston scientific received information that this right atrial lead had dislodged the day after implant. The physician had it removed and replaced it with a new one. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.